Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation alleges patient suffers from toxic cobalt chromium metal ions, pain, discomfort, and inflammation. Update 1/14/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported pain and suffering, decreased range of motion, decreased mobility, cosntant pain, and increased chances of more revisions and problems. Medical records and revision surgical report noted the patient is bilateral srom hips with infection. Infection is 4 years status post primary surgery so components will not be reported for infection. Revision surgical report also noted the acetabular cup to be loose. The patient had resection of components and placement of antibiotic beads and cemement. The patient was re-implanted in (B)(6) 2015 with depuy components. The lab results for metal ions were less than 7 parts per billion. The complaint was updated on: feb 5, 2016.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.